Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that a 3.5 x 23 mm xience v stent was deployed and a dissection occurred at the distal end of the deployed stent implant. A 3.5 x 15 mm xience v stent was used to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Summation - product performance engineering determined, dissection is a known outcome of coronary stenting procedures and is in the IFU as a potential adverse event. Furthermore, the IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." Thus, although a definite root cause for the dissection and the relationship to the device, if any, cannot be determined, there are no indications of a product quality issue contributing to the outcome of the procedure.